Event description:
On october 5, 2012, stryker medical was notified of a potentially reportable complaint involving products for which stryker is not the manufacturer. The customer reported a power cord was frayed. Please find additional contact information below. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).